Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak and missing o-ring in the clip delivery system (cds), which may not be readily detectable prior to use, and has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds 41111u2/49) the cap of the gripper lever was leaking during flushing and it was observed that the o-ring was missing. The o-ring was removed from a used cds from the same procedure, which was still in the sterile field, and placed in cds 41111u2/49 and this cds was then used successfully. The procedure was completed with three mitraclips implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The device was not returned for analysis; however, based on the information provided, the reported leak in the clip delivery system (cds) device from the gripper lever appears to be related to the reported missing o-ring on the gripper lever cap. Based on the review of the related materials and manufacturing records of the complaint device, it was determined that the missing o-ring was manufacturing operator-related and an isolated incident. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event and a review of the complaint history of the reported lot did not indicate other similar complaints. The performance of these devices will continue to be monitored.